Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the reported phenomenon occurred before the unspecified procedure. Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the communication failure between the subject device and the video processor due to the electronical circuit damaging by water ingress through a hole on the camera cable. A hole on the camera cable might have been made by tweezers, forceps, or scalpels when reprocessing or storing together. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon and there was image all the time. However it was found the damage of the camera cable which was twisted and water leaking. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared when the camera cable was moved at the unspecified timing. There was no report of patient injury associated with this event.